Event description:
It was reported that patient underwent a left weil osteotomy on (B)(6) 2015. During the procedure, the twist-off screws distracted osteotomy on toes 2-3, which caused the surgeon to have to fracture the screws prematurely. It was also noted that the screw lengths were hard to read on the tray caddy. Additionally one screw was removed and replaced with a larger screw.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.